Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: a review of the black box revealed evidence of ¿call service (cs) 162¿ loss of prime due to low non-zero force warnings. The battery cap or cartridge cap was not returned. Therefore, a test battery cap and cartridge cap were used to complete the investigation. There were no ¿cs162¿ warnings or any errors, alarms or warnings (eaw) that occurred during the investigation. The product performed within specification and the reported ¿loss of prime ¿complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating on (B)(6) 2014, there was a multiple "loss of prime" issue with the pump. This complaint is being reported because the reported issue was not resolved during troubleshooting.